Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported failure could not be duplicated. As a proactive measure performed a filament calibration. The sys was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the images on the 9800 sys are very grainy. It was also noted that when in fluoro it looks like they are in the subtraction mode, when they are not in subtraction. There was no report of pt injury.